Manufacturer narrative:
(B)(4). Conclusion: based on the photographic evidence, the event description details and the ability to replicate similar failures, the belief is that the cause of this complication may have been excessive force applied to the device jaws during firing and/or firing over another clip. The device was returned for analysis with a clip in jaws and upon inspection the jaws were found to be in a yielded condition and with a clip in jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 8 clips as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. However during testing no dropping or ejected clips were noted. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: as surgeon was pulling handle trying to deploy a clip on the vessel. No clip would advance into jaws. When they were able to get clip into jaws the clip was then angled, crossed in device jaws. Unknown on cholangiogram

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon stated that the device misfired. The staples crossed and the staples were not closing all of the way. There were no patient consequences. Unknown how case was completed.